Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous proximal left sfa. During the attempt to release the stent, after releasing half of the stent, the trigger got stuck and the device was removed.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 16 mm. The stent has been partially released and is located about 54 mm distal to the proximal radiopaque marker. Inspection of the handle revealed a fully intact locking tab (i.e. The locking tab has not been removed in order to release the stent). Inside the handle the outer shaft was found loose, indicating a push-/pull movement. Upon removing the locking tab and pressing the trigger the stent could be successfully released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the intervention.